Event description:
It was reported that when shooting cardiac outputs, no resistance noted in injecting, values did make sense. Connected arterial line to vigileo monitor and cardiac outputs were very different. Patient treated on vigileo numbers. There were no patient complications reported. The vigileo monitor was not reported to edwards, customer indicated that they felt it was the catheter that had the problem. It was further indicated that they used the vigileo values instead of the catheter once they realized the catheter was wrong.

Event description:
Reporter alleged the needle from the softclix plus lancet device protrudes outside the end of the cap after it has been fired. Adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
Customer report was confirmed. All through lumens were found to be patent and did not leak. The catheter body was found to have a kink at the 50cm marker. The balloon inflated clear and concentric and did not leak. The thermistor was found to function and there was not an intermittent condition observed. A device history review was not completed due to a lot number not being provided with the reported event.